Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-05821 and MDR ID # 2134265-2013-05914 it was reported that during a percutaneous coronary intervention (pci) procedure, automatic pullback failure occurred. The 90% stenosed and moderately tortuous target lesion is located at an unspecified coronary vessel. The physician used an atlantis sr pro² and connected it to the motor drive unit (mdu) and sled was set. When they performed auto pullback, resistance was encountered at the transducer and the catheter. This resulted to auto pullback failure. They manually pulled the transducer and resistance was encountered again. After it went through the point where the resistance occurred, they were able to pull the transducer smoothly. The procedure was completed with another with same device. No patient complications were reported and the patient status is good.